Manufacturer narrative:
Although an attempt was made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending.

Event description:
An email was received containing a medsun form pe-202604-34558 regarding a transpac¿ it monitoring kit, 30ml flush, needleless valve, 10ml sheath contamination syringe. The report stated that a patient had her fluids and uac (umbilical arterial catheter) setup, they then kept having blood return to the tubing, they would flush but blood would keep coming back. Their apns (advanced practice nurses) were notified and they had increased her fluids to keep from backing up into their tubing. Blood then ended up going past the filter and leaking out from the set up. There was no patient harm.